Manufacturer narrative:
The device involved in the event will not be returned for evaluation, as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left left paraopthalmic aneurysm. It was reported the patient was treated with one pipeline and clinically intact post procedure. Four days later, the patient had an ich ipsilateral parenchymal hemorrhage and subsequently expired.

Manufacturer narrative:
(B)(4)